Event description:
It was reported that the health care professional (hcp) called to report that during an ablation procedure at a clinic, the patient implanted with this implantable cardioverter defibrillator (ICD) system reported experiencing pain due to receiving a shock from the device. The hcp noted that no magnet was placed on the device during the procedure. Technical services (ts) discussed with the hcp that ablation may have caused electromagnetic interference (emi) noise and if oversensed by the device, could lead to shock therapy to be delivered. The hcp stated that the patient was taken to the emergency room (ER) for further evaluation. Subsequently, during the ER visit, the ICD was interrogated, and the physician called ts and requested review of the stored ventricular and signal artifact monitor (sam) episodes. Upon review, ts was able to confirm emi noise signals were recorded on the stored events that were consistent with the ablation procedure. Further review showed that the ICD appeared to have oversensed the noisy signals which led to the device to deliver a burst of anti-tachycardia pacing (atp) and shock therapy. The presenting electrogram (egm) shows device operating as programmed. Ts discussed findings with the physician and recommended programming optimization considerations. At this time, the ICD remains in service. No additional adverse patient effects were reported.